Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that the cartridge was leaking from the septum. Additionally, it was reported that the customer had an unspecified cartridge issues. There was no adverse impact to the customer¿s blood glucose value. Customer loaded a new cartridge to address the issues.